Manufacturer narrative:
This complaint was related to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The affected syringe was manufactured. Further investigation is documented. The potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. Packaging lots number manufactured with affected syringe batches identified and documented. The DHR review is not required and the labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that upon attempting to inject sterile water into the foley catheter, the water leaked from the inflation valve. As per investigator notification received on 27mar2023, stated that this complaint was related to faulty syringe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that upon attempting to inject sterile water into the foley catheter, the water leaked from the inflation valve.